Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 on (B)(6) 2021 on a direct tested swab denka sterilized cotton swab for nasal cavity. Repeat and confirmation testing on (B)(6) 2021 was performed on nasopharyngeal sample with the same ID now covid-19 cartridge and generated negative results. The patient had collapsed in the bathtub and was urgently transported to the facility. The patient's fever was 37.1 degrees. Additionally, the customer reported there was a delay or impact in the patient's treatment. The patient's hospital stay was extended by one day.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion . Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 144100 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m144104, test base part number 190-430 / lot m144104. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 144100 showed that the complaint rate is (B)(4). Also, a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 144100 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.